Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(6).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver did not pass the system check out. The displayed cardiac output was outside the acceptance criteria.

Manufacturer narrative:
The driver passed all sections of functional testing. Additionally, during the extended observation run, the driver functioned as intended and met all pressure, beat rate, and cardiac output requirements without any alarms or abnormalities. During investigation testing, the customer-reported issue was not able to be reproduced. The driver performed as intended with no evidence of a device malfunction. A follow-up call with the customer determined that the driver was tested using a mock tank setting that was contrary to driver checkout requirements. The customer was retrained on the proper procedure steps and settings. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. Ce 5490 follow-up report 1